Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site as well as low impedance issues. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced and the pocket was relocated to a more comfortable area for the patient, to address the issue.